Event description:
Physician was performing a right complete neck dissection with preservation of (B)(4) - radical removal of oropharynx tumor - right tonsil - when the harmonic focus minimum button stuck in the on position and would not release.